Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose was 119 mg/dl. Caller stated that the serter was not working correctly, the sensor got stuck in the serter and the sensor did not inserted in customer's body. Nothing further was reported.

Manufacturer narrative:
Inspected 1 opened and used enlite-serter. Performed insertion test using a new enlite sensor and rubber skin. Enlite-serter passed the test according to specifications. Enlite-serter connects and releases properly.